Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was 8f. Reportedly, when the plunger was retracted, no suture came out of the device. The proglide device was removed and two additional proglide devices were successfully pre-placed. The sheath was upsized to 16f and the interventional procedure was completed. Hemostasis was achieved using the two proglide pre-placed sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.